Event description:
(B)(4).

Manufacturer narrative:
Lift and sling bar inspected by hill-rom technician with attendance of the customer. No fault could be found on the device and the customer admitted user error.